Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The pump had been reportedly worn while swimming and all the keypads were unresponsive afterward. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 21-aug-2018. On investigation, the keypad cover was intact and without damage. On testing, all keypad buttons were confirmed to be unresponsive. The keypad cover was removed and did not reveal any contamination of or damage to the button contacts. The pump was opened for further investigation and revealed moisture inside the pump on the keypad flex connector. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.